Event description:
Patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 600 mg/dl and 142 mg/dl. Tests were done within 10 minutes with a difference of 104%. Patient did not experience any adverse events. The check strip test passed on the meter.